Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round spectrum 575cc saline prosthesis. In (B)(6) 2018 left sided deflation was diagnosed through a visual examination at the physician¿s office. As a result the device was replaced with a mentor smooth round spectrum 575cc saline prosthesis on (B)(6) 2018.